Manufacturer narrative:
Concomitant product: vedr01, ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, loss of pacing capture and had fractured. The patient had experienced shortness of breath. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.